Event description:
It was reported from (B)(6) that the plastic case was broken and the charger doesn't work. It was not reported if there was a delay in surgery or if a spare device was available. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Correction: serial number: the device serial number was documented as (B)(6) in the initial report. The device serial number date has been updated as (B)(6). Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it damaged by dropping. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper/wrong handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.